Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, while the lens implantation, one of the haptics was damaged/torn. The surgeon had to remove it and complete the procedure using the backup lens with the same model with the same dioptric power. Additional information has been requested.